Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis station had the medication 943, but it was unable to be pulled for her patient. The nurse exchanged the cubie for that station but was still not able to pull it for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication for patient. A technical support specialist dialed into server and ran reports and found that the last verified count was recorded on 1/14. The station was confirmed to be loaded with medications above minimum and below maximum levels. Log reviews showed no drawer failure and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.